Event description:
It was reported that the customer was experiencing low blood glucose levels while in the hospital. The customer was initially being treated for pain. It was stated that urgent care would be contacted for treatment of the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.